Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimula tor (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had their device removed because of infection, somewhere around 2012. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.